Event description:
A malfunction alarm was reported, specifically malfunction code 12. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific level displaying as "high." The customer administered a correction injection via multiple daily injections to address the high blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump.